Event description:
It was reported that balloon rupture occurred. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. The balloon was inflated twice at 12 atmospheres respectively; however, during the procedure the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications and injuries reported and the patient condition was good.